Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The perimeter of the aorta was measured at 76mm and the diameter was 24mm. The plane of the annulus was moderately horizontal. The patient's valve was noted to be severely calcified. A pre-dilatation was performed with a non-abbott balloon. During valve deployment, the device was re-captured twice. At 80% deployment, the starting implant depth was measured at -3mm to -4mm. The valve was deployed, and the final implant depth was 0 to +1mm. The valve migrated between the 80 and 100% final deployment. At final deployment, it was noted that there was tension due to patient's anatomy, patient's pre-existing aorto-biliac prosthesis, and calcification. Angiography showed a significant central leak, so a post-dilation was performed with a balloon. A second, non-abbott valve was implanted. The valve migration was believed to be due to the stresses on the catheter and insufficient deployment in calcifications.

Manufacturer narrative:
An event of the device migration and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was noted that patient's valve was noted to be severely calcified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received images it is unclear what sequence of events resulted in the position of the navitor valve and the need for the second valve. Based on the information received, the cause of the reported incident could be due to the stresses on the catheter and insufficient deployment in calcifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use (IFU), "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." The physician is aware of the IFU warning; therefore, a letter will not be sent.